Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. The right ventricular lead exhibited loss of capture due to dislodgement. It was suspected that the patient had developed twiddlers syndrome. The physician successfully repositioned the lead. The patient was noted to be doing well after the procedure.